Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high; however a specific value was not provided. The customer alleged that the pump was not delivering boluses. Tandem technical support reviewed the pump history and determined that the pump functioned as intended; boluses were delivered. Recommendation was made to consult with healthcare provider regarding diabetes management.